Event description:
During massive transfusion, the belmont tubing reportedly ¿fell apart" staff reported. ¿the spike of the tubing came off of the tubing" and ¿the tubing was not able to be put back together.¿ a new tubing set-up had to be performed during emergent resuscitation and transfusion.